Event description:
A pt reported experiencing inaccurate low results with a one touch meter. The pt's blood glucose was 6.6mmol, lab - 4.7 mmol within 10 mins, with a difference of 43mg/dl. Pt did not experience any adverse events. No further info has been reported.